Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, the smallest pin disassembled and the trigger fell apart. The welds of the remaining two welds are crackled and the device shows signs of wear.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sesms that an ar-9510-2 broach handle disengaged. This was discovered during a procedure and patient was not affected. During returned device evaluation, a reportable malfunction was discovered.